Event description:
Problems with church and dwight and their product spinbrush. Serious injury and damaged teeth not only from malfunctions in the product but aggressive brushing and vibration of head. The company is also dissuading individuals to complain to the FDA and they told me if I chose to deprecate them in any manner, I would not receive reimbursement for medical expenses. When dealing with their rep (B)(6), she stated that the company would close the case even when dentists provided them with info. It was only when I threatened litigation that they chose to have some concern. They still haven't reimbursed me. The damage to tooth and teeth may require add'l work. The matter should have been treated as a basic claim w/o the need to sign a release form. They told me it was the only way I would be paid. Now, I may not cash the reimbursement from them and commence litigation against them. Not only are they hiding the number of complaints but they are also lying and had knowledge of how dangerous this brush is. Help consumers a safety warning isn't enough. Cont from address: (B)(6) and wish to remain anonymous, so that the company reimburses me. I was told that if I complained about this to the FDA that church and dwight wouldn't give me my dental reimbursement. Still having problems with pain and may need new dental work, but company church and dwight told me they would not be responsible for future work.